Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "sound volume on the pump was not functioning as intended" and that the customer has "battery charging issues." There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.